Event description:
It was reported that the pump shut off unexpectedly and pump's alarm sound was not annunciating. As a result, customer's blood glucose (bg) increased to an unknown level and customer experienced diabetic ketoacidosis and went to the emergency room for treatment. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.